Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. ¿the tandem pump user guide instructs the user to remove any residual air from the cartridge.¿

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled multiple cartridges with 250 -300 units of insulin during the load sequence. Reportedly the user to did not properly remove any residual air from the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 214 mg/dl.